Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the detachment of the adc device. Customer contact was made and on (B)(6) 2022, they experienced sweating and a loss of consciousness and was provided unknown treatment by non-healthcare professional for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.